Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
Dr (B)(6), position unk, reported via our sales rep (B)(4) that during the final turn on of the blocker, the 12nm torque overran and device cracked. Further, it was reported that surgery was continued with alternative and finished with 5 minutes delay and with desired result.